Event description:
It was reported that a spectrum pump displayed an upstream occlusion alarm. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported upstream occlusion alarm which was reproduced. The upstream occlusion alarms were confirmed and caused by fluid intrusion and contamination of the upstream sensor. The upstream sensor was replaced.